Event description:
Note: the procedure date is unknown. It was reported to boston scientific corporation that a cre wireguided balloon was used in a dilatation of the esophagus (patient information is unknown.) According to the complaint, during the procedure the balloon ruptured. No pieces of the device detached and the procedure was completed with another of the same device. There were no patient complications and the patient's condition had been described as "good."

Manufacturer narrative:
(B)(4). Additional information: an engineering quality review was completed for this report of a system error 2240. The report was not confirmed due to a lack of sample. Based on the information obtained from baxter?s investigation, the root cause of the se 2240 was due to air being sucked into the disposable after the patient disconnected the patient line from the transfer set. The caregiver stated the home patient disconnected herself thinking therapy was over then reconnected. The batch review was not performed because the lot number is unknown. A labeling review found the patient at home guide to be adequate for the use/user error identified in this incident. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A caregiver (cg) contacted global technical services regarding a system error (se) 2240 alarm that occurred on the homechoice (hc) unit during drain 3. The cg stated the home patient (hp) disconnected herself thinking therapy was over then reconnected. The technical service representative (tsr) instructed the cg to close the transfer set and explained se 2240 indicates a large amount of air entered the cassette. The tsr advised the cg to inform the nurse of the se 2240. The cg confirmed to start over with new supplies. The tsr reviewed proper procedures per the user manual with the cg. There was no patient injury or medical intervention reported. No further information is available at this time.

Manufacturer narrative:
(B)(4). The sample was discarded; lot information is unknown at this time. Should any additional information become available, a follow-up report will be submitted.